Event description:
The user facility reported that plasma leakage occurred. The oxygenator was replaced. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. H4: manufacture date: unknown due to unknown lot number. The actual sample was not returned. The manufacturing history record and the shipping inspection record of the actual product since the lot information was unknown, the manufacturing record and the shipping inspection record could not be investigated. Past complaint file: since the lot information was unknown, the other similar reports of the product with the involved product code/lot number could not be investigated. The contents of pump record were confirmed. Following results were obtained. · six hours after the start of extracorporeal circulation (around 8 p.m.), when liquid was found to be flowed out from the oxygenator, it was found that the po2 value increased. It was also found that the pco2 value decreased at that time. · as a result of confirmation for the contents of pump record, no decrease in the gas transfer performance was found. Therefore, it was not possible to clarify exactly when plasma leakage occurred. Cause of occurrence/conclusion: as a cause of plasma leakage on the actual product, from our past experience, following factor was inferred. However, since the actual sample could not be confirmed, it was not possible to clarify the cause of plasma leakage. The blood properties changed due to some factor, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores of fiber surface was broken. This resulted in a condition prone to plasma leakage. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks.replace it with another capiox fx15 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.